Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic procedure on the esophagus, it was difficult to extract the ligasure from the 5 mm port, and when the tip of ligasure was checked, the insulated part peeled off. The insulated part fell off into the patient's cavity and was retrieved. The port was also damaged at the outer cylinder. New products were used to complete the case. There was no patient injury. No additional information provided.